Manufacturer narrative:
The device has not been returned to the service center for evaluation as it was indicated it was discarded. Therefore, the exact cause of the reported event cannot be determined. Additionally, it was reported that the device was used multiple times and was "aged" therefore, the reported event was thought to be attributed to these two factors. The 3005pk cutting forceps is designed to be a single use device and was not labeled to be reprocessed for multiple use.

Event description:
The service center received a report of cutting forceps (3005pk), lot number fr854436, that had the rubber portion on the top of diathermy, fall off during a procedure. This device was reported to have been used many times and was aged. This device is labeled as a single use device. The cutting forceps (3005pk) was used by the physician when the rubber portion at the top of the "diathermy" area of the device fell off; the physician completed the unspecified procedure with a new set of forceps. It was not reported if the rubber portion fell off into the patient and if it was retrieved by the physician. It was reported that there was no patient injury. The device was discarded and will not be returned to the service center for evaluation.

Event description:
The service center received a report of a bipolar cutting forceps (pk3005), lot number fr854436, that had the top of a diathermy portion of the device fall off prior to use. It was reported that piece that had fallen off, was discovered prior to use, during routine inspection before an operation, and was not used near or on a patient. A new device was used in the procedure and it was reported there was no patient injury. Additionally, it was reported this single use device had been used and sterilized multiple times prior to this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to reported event details.